Event description:
Since implanting my mentor silicone implants in 2014, my health has deteriorated significantly. Issues and symptoms include chronic inflammation, severe back, neck and shoulder pain, joint pain, nerve pain and numbness down legs and in feet, hair loss, hashimotos thyroiditis, brain fog, vertigo, irritability, hoarseness and inflammation in throat causing constant throat clearing, acid reflux, headaches, muscle twitching and muscle weakness, pain in both breasts, loss of libido. I have been to many drs, physical therapy, had steroid injections, and drs can't really give me any reason that my symptoms are as bad as they are. I don't have many official medical diagnosis, as I usually see natural drs for my issues, but when I have been to the dr, they usually can't figure out why I am having the symptoms. My blood work showed inflammation (high crp, homocysteine, fibrinogen, and appla), and I also had a thermogram that showed inflammation, immune system stress and heavy metal toxicity. Implants were removed (B)(6) 2019 and I am already seeing relief from multiple symptoms. FDA safety report ID# (B)(4).